Manufacturer narrative:
(B)(4). The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The adjusting knob functioned as intended and without any difficulties noted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an anterior resection procedure while using the first device, the rotating knob did not turn and was stuck. A second device was opened. The rotating knob would not turn as well. As it turned, it broke the casing on the shaft. Surgeon used an alternate device to proceed. Case delayed by about five minutes. No adverse event to patient.